Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event during the use of the product.

Manufacturer narrative:
This is one event of two for the same patient involving two separate products.